Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed the pump supplies to address the issue and ultimately reverted to alternate insulin therapy. Reportedly, the customer is not cleaning the pneumatic tap or pump vents, re-using insulin, and wearing the infusion set for 3 days. Clinical support advised customer that not cleaning the pneumatic tap or pump vents, re-using insulin, and wearing the infusion set for 3 days. Is off label per the tandem user guide. Customer¿s blood glucose level was over 300-347 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.